Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results of: hi (>600mg/dl) and 120mg/dl, hi (>600mg/dl) and 50mg/dl, 120mg/dl and 50mg/dl. L1 quality controls were run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.